Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt. (B)(6) 2011: time: 15:35, result (ng/ml): 0.20 sample a; time: 18:35, result (ng/ml): 0.00 sample b. (B)(6) 2011: time: 15:35, result (ng/ml): 0.00 sample a. A fresh sample was drawn on (B)(6) and run on both the I-stat and dade, both methods reported as negative (values were not provided). Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.